Manufacturer narrative:
(B)(4). (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: orthopedic salvage system bearing, catalog #: 150413, lot #: 991910; orthopedic salvage system femoral bushing, catalog #: 150477, lot #: 494090; orthopedic salvage system locking pin, catalog #: 150478, lot #: 531890; orthopedic salvage system axle, catalog #: 150480, lot #: 632650; orthopedic salvage system yoke, catalog #: 150493, lot #: 586850. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10632, 0001825034-2017-10633, 0001825034-2017-10635, 0001825034-2017-10636, 0001825034-2017-10637. Product location unknown.

Event description:
It was reported that the patient was revised for unknown reasons. No patient consequences were reported.